Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and sustained personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). Additional emdrs were submitted to represent the bard/davol kugel hernia patch (device #1) and bard/davol ventralex hernia patch (device # 3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch, perfix plug, ventralex hernia patch on (B)(6) 2006 and/or (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.